Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation for the reported lot number did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the unit is not heating up the liquid as normal.